Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency non-obstructive urinary retention. It was reported by the advanced evaluation patient that they may be getting a uti due to this therapy.